Manufacturer narrative:
The device history record (DHR) for this manufacturing lot was reviewed and the device met all release criteria and there were no discrepancies or unusual findings that relate to the reported event. The device was returned to the manufacturer; however, there was no inlay found inside the container and no further analysis could be performed. Inlay shifts in position and inlay removal are listed in the device labeling as potential risks. (B)(4).

Event description:
The patient underwent implantation of the raindrop corneal inlay in the left eye. Postoperatively slight inlay decentration was observed, but was no decrease in the best corrected distance visual acuity (bcdva). On (B)(6) 2017, the inlay was removed and replaced with a new inlay. Additional information is being requested.

Manufacturer narrative:
Date emdr submitted: april 13, 2017. (B)(4).

Event description:
Patient follow-up was requested and the following new information was provided. There were no intraoperative complications during the initial or replacement surgeries. There was no decrease in bcdva as a result of inlay decentration. The inlay was replaced because the patient was unable to read without near correction. There has been a significant improvement in the patient's uncorrected near vision with the replacement inlay and the patient is doing well.